Event description:
During a struma procedure, the display showed "instrument error." Took new instrument to complete the case. No further information is available. Patient is fine. No patient consequence.